Event description:
The event involved spinning spiros® closed male luer, red cap which was reported to have leaked chemotherapy medication (carmustine). There were no holes, cuts, tears or any defects noted. It was reported that the chemo did come in contact with the patient's arm and that the patient's arm was soaked and this was how it was picked up when they had a leak. The staff were wearing personal protective equipment to clean up, the spill was cleaned per facility protocol and the staff were not exposed. It was reported that the set up was disconnected from the patient and the nurse determined how much the patient did not get and reordered the chemo to administer to patient; the patient was fine and received the whole regimen. There was no blood loss or bleed back and the device was replaced and therapy was resume since half the bag of was already delivered, the remaining to be infused was calculated and pharmacy remade a new infusion and added new tubing and connectors. There was patient involvement, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
One used list #ch2000s-c, spinning spiros® closed male luer, red cap; lot #5471897 and one used list #unknown, piercing pin with drip chamber extension set; lot #unknown. Were received for evaluation. Visual testing was performed: ch2000s-c spinning spiros was connected at the distal end of an unidentified infusion set. The ch2000s-c spinning spiros was spinning freely and had no visual evidence of damage or anomalies. The luer to luer connection was evaluated and the threads were securely engaged. Functional testing was performed: the ch2000s-c spinning spiros to distal end of an unidentified infusion set connection was pressure leak tested; no leakage was observed which indicates a secure leak free connection between the ch2000s-c spinning spiros and unidentified infusion set. The complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.